Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, a field service engineer (fse) verified that the keyboard functioned properly and identified that the issue was related to touchscreen scrolling for patient lists. The fse tested the touchscreen in pyxis and on the desktop, confirmed that the drivers and all in one (aio) system functioned correctly, and performed a reboot. The tss cross-checked another medstation and observed similar behavior, indicating that it was a design feature. The repair was validated as navigation worked using the keyboard or by filtering patient names. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard scrolling was not functioning when attempting to navigate through patients or medications via the screen or keyboard, however, scrolling worked successfully when accessed through remote assist. However, there were no delay to patient care and adverse events or injuries reported based on this incident.